Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced and the battery charger printed circuit board was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's battery was leaking outside of a case. No pt injury was reported.